Event description:
It is reported that the device was implanted in 2006. Post-op, the device dislocated. The surgeon reported that there was instability of the patella, and the patient needs an apparatus to walk.

Manufacturer narrative:
Evaluation summary: the cause of the problem could not be determined due to insufficient information. Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.